Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of multiple moderately calcified lesions in the left anterior descending artery (lad) via radial access. The vessel was not tortuous, and the diameter was 2.5mm. The vessel exhibited 60% stenosis. Atherectomy was planned for two type c lesions in the mid and proximal artery. Atherectomy was not planned for the distal lesion. Following successful atherectomy of the lesions in the proximal and mid lesion, an attempt was made to advance an angioplasty balloon into the distal lesion. When the angioplasty balloon could not be advanced into the lesion, the physician decided to treat the distal lesion with atherectomy. Difficulty was encountered in advancing the oad into the distal lesion. Slight additional pressure was applied during treatment, and the crown jumped. Thereafter, a perforation was observed in the distal lesion. A stent was deployed to resolve the perforation. The patient was stable at the conclusion of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).